Manufacturer narrative:
Product complaint # (B)(4). Corrected information: e1. Additional information received: high-density calcifications within the remnant neck of the gallbladder and mild local inflammation demonstrated in radiologic evaluation included a CT scan of the abdomen when the patient presented 16 months later to the ed that this complex presentation was initially thought to be most consistent with a possible biloma with retained gallstones treatment: underwent ultrasound imaging, and a hepatobiliary iminodiacetic acid (hida) scan was ordered to check for biloma and retained gallstones. Alternative diagnoses considered included abscess, hematoma, and neoplasm. Treatment: not reported. Effectively ruling out biloma as the hida (hepatobiliary iminodiacetic acid) revealed treatment: not reported. Facilitated a proper diagnosis of retained surgicel¿ (surgiceloma) in the late postoperative period after a thorough, exhaustive review of the patient¿s operative records, in addition to the unremarkable hida (hepatobiliary iminodiacetic acid) scan. Treatment: not reported. Confirming the presence of calcified surgicel¿ following a multidisciplinary care team discussion, including a radiology consultation treatment: in light of the patient¿s normal and reassuring laboratory results, no further treatment was pursued. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. H6. Health effect - clinical code: e2401 - ocalized hyperdensity within the residual gallbladder, e2401 - suggestive of biloma, e2401 - retained gallstones, e2401 - calcification of retained surgicel d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: doi: 10.7759/cureus.90234. Pmid: 40959345; pmcid: pmc12435758. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: this complaint is from a literature source. The following literature cite has been reviewed: madani r, richter dm, de cecco d, alfred a, shebrain s. A surgicel¿ surprise: retained oxidized regenerated cellulose posing as a biloma with retained gallstones after subtotal cholecystectomy. Cureus. 2025 aug 16;17(8):e90234. Doi: 10.7759/cureus.90234. Pmid: 40959345; pmcid: pmc12435758. The aim of this study is to present the case of a 64-year-old man sixteen months after subtotal cholecystectomy for gangrenous cholecystitis presented to the emergency department with epigastric pain. Reported complications are: surgicel¿ (ethicon) (n=1; 64-year-old, man) a CT of the abdomen demonstrated mild inflammation and a localized hyperdensity within the residual gallbladder, suggestive of biloma and retained gallstones. Treatment: not reported. A subsequent hepatobiliary iminodiacetic acid scan ruling out biloma. Treatment: not reported. The patient's clinical presentation and initial radiologic findings were consistent with calcification of retained surgicel¿ treatment: not reported. In conclusion, calcification of surgicel¿ is rare and radiographically mimics gallstones. A thorough evaluation of the patient's complete operative history is critical to avoid misdiagnosis and unnecessary interventions.